Event description:
Mother claims the buttons are unresponsive. Mother tried new battery, pump is still not working. Mother states she tried to reboot the pump, and states pump is on verify screen and she is unable to confirm the settings because buttons not working. Reporter did not confirm that the patient exhibited any symptoms or sought any medical attention due to the alleged issue. The product was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be torn around the contrast and ok keypad buttons exposing all key contacts. The bolus button was also found to be missing from the pump and found to be leaking during a leak test. A damaged keypad/button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as a damaged button or keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The evaluation revealed that the keypad buttons were intermittently unresponsive, required multiple button presses in order to elicit a response and did not have normal spring back. There was evidence of contamination found under the key contacts.